Event description:
Pt suffered an infiltrate of contrast dye. Right forearm was the infusion site, approx midshaft of radius, 2-3 inch area is swollen, red and has two small blisters. Pt sent to ed for eval. Ed sent pt to plastic surgeon.